Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information was received from a funeral home that the patient was deceased. A cause of death was not provided. Information identified in the manufacture's database indicated the patient died approximately 3 months post implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead and 6 years post implant of the right atrial (ra) lead, approximately 3 years ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.